Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor had various issues including inaccurate sensor glucose readings, lost sensor alarm, weak signal alert, and bad sensor alert. When the customer removed the sensor from her body, the cannula was shorter than usual. The patient's blood glucose at the time of incident was 143 mg/dl. The sensor was returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.